Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. The device boots up with no fault found, could not confirm device would not delete reports.

Event description:
It was reported the device keeps cycling. The screen will go blank. An attempt was made to delete reports, but it was unsuccessful. There was no patient involvement.